Manufacturer narrative:
(B)(4). Results: sticking jaw/cam. Evaluation summary: the analysis results confirmed that device (a) was received non-functional. The instrument was cycled, fed and properly formed nine clips and scissored two clips. The instrument was noted to have sticking issues. A corrective action has been initiated to address the root cause of the sticking issues. Device (b) was received in good visual condition. The instrument was cycled, fed and formed the remaining clips within manufacturing specifications. The instrument locked out as intended. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The final quality release criteria was met before this batch was released for distribution.

Event description:
It was reported that during a lap cholecystectomy, the clips did not have adequate compression on the cystic artery. During use with a second device, the jaws would not release until very late in the release of the lever. The jaws popped open quickly compared to the normal slow release. A third device was used to complete the procedure. There was no pt consequence.